Event description:
During product evaluation, an out of specification air in line printed circuit board (ail pcb) was observed. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 06, 2007. Evaluation summary: during product evaluation, an out of specification air in line printed circuit board (ail pcb) was observed. The ail pcb was recalibrated and the device was tested.